Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6), united states. The title of this report is ¿a retrospective data collection of the internal fixation of bones in the foot, ankle, and hand in adult and adolescent patients with the variax 2 foot system¿ which is associated with the stryker ¿variax 2 foot¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred on 08-november-2018. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 3 complaints were initiated retrospectively for adverse events mentioned in the report. ¿patient was a (B)(6) year-old female with 62 in height, (B)(6) weight, and 31.09 bmi. The original indication for arthrodesis surgery was to treat the 1st mpj arthrodesis. Patient experienced screw loosening 44 days post-operative. Patient displayed partial consolidation across the arthrodesis site. There was no pain and no patient impact and patient did not want to undergo revision surgery. The ae did not result to death or permanent disability.¿ this product inquiry addresses screw loosening. One screw loosened from the plate.